Event description:
I received gel breast implants and became very ill 5 years later. I have now been diagnosed with nerve damage, pots and mast cell. My breast implants have a capsular contraction and inflammation and immune surgeon believes my implants have caused all this ill health.